Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl, cause was unknown. Customer addressed bg level by "exercise." Reportedly, customer continued to use the pump for insulin therapy.